Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unk, unknown femoral stem, unk - unknown therapy date. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04314.

Event description:
It was reported during a revision surgery it was noted that the femoral head was cold welded onto the femoral stem. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: unknown stem catalog#: ni lot#: ni. Unknown head catalog#: ni lot#: ni. Unknown cup catalog#: ni lot#: ni. Therapy date: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.